Event description:
It was reported that the right ventricular lead dislodged. After repositioning the lead, the physician was unable to reconnect the left ventricular lead to the header as the setscrew would not rotate. The setscrew was destroyed by the wrench and it was not possible to screw it into the header or to remove it. The device was then explanted and replaced with a new device. No patient complications have been reported as a result of this event.